Event description:
Oracle ro (B)(4): it was reported that the pump double beeped "no cassette attached" (during testing). No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: all of these issues happened during testing and the date of the event is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker was removed. During functional check, the reported complaint was verified. Entered into service mode and the device started to double beep. Root cause was found to be a defective downstream occlusion sensor. The sensor was replaced.